Event description:
It was reported by the customer when the order gets to the pump, the volume in the syringe that is being 'read' is "far" less than the actual volume. In screenshots provided, epic sent a volume of 12.4ml but when the syringe was loaded, it was only recognized as having 11.8ml. There was no information on patient involvement. Per the customer's testing: "we were able to replicate this scenario in our test environment. When we pulled the plunger back even further, the syringe module still did not recognize the full volume.".

Manufacturer narrative:
Omit: returned to manufacturer on, c20 - no findings available, d15 - cause not established. Correction: device available for eval?, PMA / 510(k)# additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the report that when the order gets to the pump, the volume in the syringe that is being 'read' is "far" less than the actual volume was not confirmed as no devices were returned for investigation. Laboratory testing could not be performed because no devices were returned for investigation. However, the facility provided a screenshot of the ¿epic¿ software sending a volume of 12.4 ml. Interoperability is not possible to test since interoperability is managed by third-party software managed by each individual hospital which is not available to dchu. No devices were returned for this investigation; therefore, inspection and log analysis could not be performed. See syringe loading alaris¿ pca and syringe modules tip sheet to correct syringe loading on the devices. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. There was no information on patient involvement. Root cause: the root cause of the reported that when the order gets to the pump, the volume in the syringe that is being 'read' is 'far' less than the actual volume was not determined as no devices were returned for the investigation. The device was investigated and the reported issue was not confirmed. The device was found to be functional per design specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer when the order gets to the pump, the volume in the syringe that is being 'read' is "far" less than the actual volume. In screenshots provided, epic sent a volume of 12.4ml but when the syringe was loaded, it was only recognized as having 11.8ml. There was no information on patient involvement. Per the customer's testing: "we were able to replicate this scenario in our test environment. When we pulled the plunger back even further, the syringe module still did not recognize the full volume."